Event description:
The subject device was used during an open total gastrectomy. The ptfe pad of the device was separated immediately after the beginning of use. The procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut. Based upon the finding of the evaluation, this report appears to be related to user handling.